Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). Device evaluated by MFR.: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded. Inspection of the device revealed numerous kinks in the inner shaft and the balloon material had burst for a length of 44mm. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After the guide wire was passed through the lesion, a 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.